Event description:
Customer tested blood glucose and received a reading of 400mg/dl, dosed with insulin, 4-5 hours later their blood glucose was retested and received a reading of 68 mg/dl. Customer was incoherent, was taken to the hosp where they received an IV. No controls. Return of suspect device was requested. Replacement product was sent.